Event description:
Pt placed on ECMO in intensive care following surgery. After an unknown length of time, a leak began at the flow-probe. Before the unit could be changed out, the port broke completely. Pt died the following day.